Event description:
It was reported that the patient has expired after an implant duration of approximately 0.2 months, due to unknown reasons. Per the operative report of 2009, the patient was transferred to the cardiovascular intensive care unit in critical condition.

Manufacturer narrative:
Additional manufacturer narrative - the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Patient also had a device implanted and a device previously explanted. Through follow up with the health care provider (via fax), we received additional information and a copy of the operative report. However, no further information regarding the patient's death was received. A device history record review is in process.